Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2267 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
It was reported that a system error 2240 and a system error 2267 (air in tubing) occurred with a homechoice (hc) during initial drain; the home patient stated he had disconnected during initial drain. The technical service representative instructed the hp to review the alarm log; both alarms were found in the alarm log for the same night. The tsr informed the hp that air had entered the system and that he would need to start over with all new supplies. The tsr assisted the hp to end therapy and advised the hp to call baxter whenever he had an alarm. Proper procedures were reviewed. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter healthcare contacted the hp five days later. The hp stated that both alarms occurred on the same night. The patient did not know if the reported system error 2267 was actually a system error 2367 (an alarm that follows a system error 2240). He stated that he had started therapy that night, then received the system error 2240 alarm caused by the hp disconnecting during initial drain, and called in to baxter. He then started therapy over successfully. The patient did not have any further information regarding the system error 2267 alarm.